Event description:
The fixator was applied to treat a distal radius fracture. All bolts were tightened by the md at the end of the application procedure. According to the md the pt presented on more than one occasion with the fixator "loose". The fixator was retightened and left on the pt. There has been no injury incurred.